Event description:
According to the customer¿s report, during preparation of the anticancer drug (keytruda) leakage occur between the fasir p14j and vial. No harm.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
According to the customer¿s report, during preparation of the anticancer drug (keytruda) leakage occur between the fasir p14j and vial. -attached the protector manually. Lot number is 2309107.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following the submission of the initial MDR, it was noted the incorrect batch information was reported. The corrected batch information can be found in section d5. Device evaluation: three protectors connected to a vial were provided to our quality team for investigation. Through visual inspection, all protectors were properly connected to the vial, no damage or other defects were identified, and no leakage between any of the protectors and vials was observed. A device history review was performed for reported lot 2309107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. Functional testing was performed, connecting the protectors to a vial, injector, and syringe per the instructions for use provided with the product. All protectors were properly connected, liquid could move through the system without issue and no leakages occurred. Based on our investigation, we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.